Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: manufacturer's analysis was unable to confirm the customer comments that the programmer booted to an error and had printing issues. During analysis the programmer powered up without an error and was able to complete threshold testing without issue. The programmer was also able to print as required. However, the programmer's error log confirmed an error had recently occurred, and there was sluggish performance in the error logs. The programmer's hard drive was reconfigured and loaded with updated software. Analysis could also not confirm the comment of noisy telemetry. The programmer was able to complete threshold testing without issue. The programmer's software was reconfigured and reloaded as a preventative. It was indicated that the stylus was missing, the rubber pads on the lower case were damaged, the handle was cracked, the media bay latch was broken, and the upper hinges were broken. These parts were replaced and the programmer passed final functional and system tests. (B)(4).

Event description:
It was reported that the programmer generated multiple system errors during boot-up. It was further reported that while formatting a report it indicated "please wait" and that the printer was very slow. During threshold testing it stated "noisy telemetry" and was unable to perform the test. The programmer tested out of specification during manufacturer's analysis. The programmer was returned for service. No patient complications have been reported as a result of this event. (B)(64)2016.